Event description:
It was reported that the ilet pump¿s screen was cracked and unresponsive, and a replacement pump was arranged with instruction to call for new ilet setup. Symptoms included no adverse clinical effects. Outcomes included no impact to health or medical care. Investigation included customer interview and troubleshooting support. Investigation of this case revealed physical damage to the display component consistent with a cracked or broken screen, with device function otherwise not assessed due to the unresponsive interface. It was concluded, based on previously established findings for similar reports, that the cause was user handling or external damage.

Manufacturer narrative:
Initial.